Event description:
Photo received.

Manufacturer narrative:
Investigation summary: one photo was received and analyzed by our quality team. The photo shows what appears to be a hair in the threads of the syringe. The complaint is verified and the manufacturer has been made aware of the issue. Without further information or a physical sample for investigation, the root cause of this occurrence remains unknown. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
It was reported that the bd syringe 5ml ll bns had foreign matter. The following information was provided by the initial reporter: bd 5 ml bns syringe, model 301027, 1 batch, reported foreign matter. Eyelash found in 5ml syringe nozzle (as per photo attached ¿contaminant in syringe neck) part code 301027, bd lot number: either 2238829 or 2300951.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.